Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the stopper and plunger of the bd syringe with safetyglide¿ needle separated before use. There was no report of exposure, injury, or medical intervention noted.

Manufacturer narrative:
Investigation summary: 1 photo and 1 physical sample were received from an unknown batch #. The sample consisted of a plunger, a barrel with the stopper at the bottom out zero position and an activated shielded safetyglide needle. Visual evaluation revealed that the stopped was lodged inside the barrel upside down with the hole side up. No other defects were observed. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. Investigation conclusion: potential root cause for the upside down stopper defect is associated with the assembly process.

Event description:
It was reported that the stopper and plunger of the bd syringe with safetyglide¿ needle separated before use. There was no report of exposure, injury, or medical intervention noted.

Manufacturer narrative:
Due to an it issue beginning on (B)(6) 2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no. Device returned to manufacture: yes.

Event description:
It was reported that the stopper and plunger of the bd syringe with safetyglide needle separated before use. There was no report of exposure, injury, or medical intervention noted.